Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional concomitant medical products: 694765 lead, implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were sensing issues with the right ventricular (rv) lead and the implantable cardioverter defibrillator ( ICD), as there were five oversensing episodes that were unable to be reproduced with isometrics and pocket manipulation. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.